Event description:
The customer staff contacted arjo and informed that one of the citadel plus side rails was broken. During pick-up of the citadel plus bed frame, the arjo service consultant detected that the side rail was partially detached from the bed's frame. The lower arm that is part of the side rail locking mechanism was broken in two pieces. The bed frame was in use when the malfunction occurred. No injury was reported.

Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail damage might be related to an excessive force applied to the side rail. This is in line with the side rail condition, it was mechanically damaged (the side rail lower arm, part of the side rail mechanism was broken in two pieces). The nursing staff explained that the side rail was broken by the patient. The instruction for use for citadel plus bed frame (document number: (B)(4)) includes preventive maintenance procedures for side rails: the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. It is also stated: "the caregiver should always aid patient in exiting the bed". Based on the analysis of the complaints concerning side rail detachment, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail lower arm was broken in two pieces. The device was in use at that time. The complaint decided to be reportable due to the side rail partial detachment. No injury was claimed.